Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7070577.

Event description:
It was reported that the patient underwent an explant procedure due to discomfort at the lead site. The explanted leads were not returned.